Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and scratches, cracks on the lcd lens screen. The customer stated problem was duplicated. Device goes to upgrade - update mode upon power up. Correctly installed and reloaded required software. Advised customer to follow proper instructions (tech manual) steps on how to upgrade and update the device. The root cause was determined to be customer-user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and scratches, cracks on the lcd lens screen. The customer stated problem was duplicated. Device goes to upgrade - update mode upon power up. Correctly installed and reloaded required software. Advised customer to follow proper instructions (tech manual) steps on how to upgrade and update the device. The root cause was determined to be customer-user error. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2021-07845. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
It was reported that a smiths medical pump will not take new firmware change to 4.2 software. No adverse patient effects were reported.